Manufacturer narrative:
Continuation of d10: product ID 39565 serial# unknown product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins). When asked for the patient name, the representative stated that they do not recall what it was. When asked if the cause of the high impendences was determined, the rep stated no. They stated that the leads were disconnected, reconnected multiple times, swapped back and forth between the two ports on the implant and ultimately decided to use a different implant. The issue resolved with the new implant.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep was in the operating room with the patient and they initially connected to the lead and saw 0-8 were all normal impedances with 8-15 over 40,000 ohms except 11. Once reconnecting to the system with the lead tails reversed in the header block, 0-7 were all "bad". Technical services (tss) overheard another individual on the line stating they felt uncomfortable with implanting like this. Rep ended the phone call and said they would send the lead in for analysis if they take it out. Tss sent email to rep to obtain further details, including patient information and to provide the case number.

Manufacturer narrative:
Continuation of d10: product ID 39565, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.